Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms described as "dizzy, nausea, basically half dead", a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified treatment for the diagnosis of hyperglycemia. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms described as "dizzy, nausea, basically half dead", a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified treatment for the diagnosis of hyperglycemia. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product no product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms described as "dizzy, nausea, basically half dead", a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified treatment for the diagnosis of hyperglycemia. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product no product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.